Manufacturer narrative:
Abbott is releasing alinity s system software version (B)(4) to correct the performance issues in software version (B)(4) and earlier. A product correction letter was sent to all customers with alinity s sytems notifying them of the issues in software versions (B)(4). The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity s system software version (B)(4). The letter also provides the customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer was experiencing elevated (B)(6) rates with use of the alinity s anti-hcv calibrator on the alinity s system; the instrument is operating with system software version (B)(4). The imprecision was suspected to be due to pipetting. A misaligned reagent or sample pipettor probe can cause splashing in the reaction vessel (rv) which could potentially lead to incorrect results. A misaligned probe may or may not be visually identifiable by the operator. There was no reported impact to patient management.